Event description:
The pt's wife found the alphaxcell pump in warning condition. She also noticed the middle part of the mattress being sunk. When the pt was moved, a 8-10 cm burn was discovered on the sleeping mats. The sheet was burned and fused into the cover. The day after when the pt was prepared to be washed, 3 injuries related to above were discovered on the pt's right leg (first degree burn 4x5cm, second degree burn 4x2cm and a third burn of 7x4.5cm). The pump was disconnected and the mattress moved from the bed after discovery.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh ((B)(4)) on behalf of the manufacturer arjohuntleigh, a branch of (B)(4). This incident was reported the next day to the distributor ((B)(6) - a medical equipment center). The reported mattress was then collected by (B)(6) from user's residence and was then handed over to the arjohuntleigh investigation center in (B)(4). Upon investigation, it was found that all function worked correctly and there was no damage inside or outside the pump. The tube-set along the mattress was not damaged. However, the cover and a single air cell close to the foot end had been damaged. Neither the downside of the air cell nor the bottom of the mattress was damaged. The system operated as intended and was found to be fault free when the burn damaged cell in the mattress was replaced. The pump passed flow and pressure checks & performs to standard. The mattress had a burn mark consistent with an externally applied heat source and it is extremely unlikely that the alphaxcell mattress and pump system either caused or contributed to this incident. Incidents of burn are already covered under the original risk analysis of the product. The probability of occurrence is remote/occasional and the severity is considered as significant depending on the extent of burn/injury. A review of the past 12 months found no previous trending information to be available in regards to this type of incident. While the pressure relief characteristics of the cover and cells are the primary area of design concern, the risk of flammability is also important; the devices are manufactured in accordance with standard, 'bs 7175 - methods of test for the ignitability of bedcovers and pillows by [smoldering] and flaming ignition sources'.